Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Event description:
Ous MDR - the patient experienced a hematoma at the pacemaker pocket after implant and thrombocytopenia. The investigator assessed this event as possible related to the patient's medical history and patient's concomitant medication with xarelto. Lab tests were done. The system remains implanted.